Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation no observations of foreign material was observed. Upon further inspection, scratches were observed on the distal end of the device. It was also observed that the glue of the bending section was cracked. It was observed that one element of the ultrasonic image was broken. It was also observed that the play of the control knob in the right-left and up-down direction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope has black material by the elevator cables. There was no patient/user harm or injury reported due to the event.